Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿nozzle is filled with a gauze-like fibrous material.¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing was conducted in accordance with instruction for use (IFU). However, it is probable that the foreign material may have remained due to the physical damage to the device. Physical damage was observed at the location where foreign material remained. It was unknown if there were any deviations from the instruction manual in the reprocessing procedure at the foreign material residue location. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection: prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: water tightness was lost due to damage on the up / down knob, the connecting tube had a wrinkle, the nozzle adhesive was peeling, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesive around the objective lens was peeled, the paint on the suction cylinder was peeled, the image had a dark area partially due to a scratch on the objective lens, the electrical connector had corrosion due to water leakage, the adhesive on the bending section cover had a chip, and abnormal sound was made due to damage on the up / down knob, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and a flare occurred due to a scratch on the objective lens. The following findings had a scratch: the connecting tube, plastic distal end cover, the protector of the universal cord on the control section side, forceps elevator lever / knob, right / left knob, up / down knob, switch box, scope cover, switch 1, suction connector, universal cord, control unit, and the flexibility adjustment ring. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the foreign material appeared to be a fibrous material that adhered to the nozzle. It was unknown if there was a delay in the start of pre-cleaning, it was unknown if the customer wiped the insertion section, it was unknown if water was aspirated through the instrument / suction channel, the customer flushed the air / water channel with air and water, it was unknown if there were any abnormalities in the accessories used for reprocessing, the customer wiped and brushed all external surfaces of the endoscope with clean lint-free cloths / brushes / sponges, the customer brushed all the channels, the channels were flushed with the detergent solution, and there were no noted concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovidescope had a recurrence of clogged fibers resembling gauze. The issue was found during both a diagnostic and therapeutic cf test / polypectomy, the doctor noted that it was difficult to see; however, the procedure was completed with the same device. There were no reports of patient harm.